Event description:
As reported from the medical affairs, the wife of a patient reported that on (B)(6) 2005, the patient had a cypher stent placed in the "om" artery. Approximately five months later the patient experienced "another blockage", in an unknown coronary vessel. It was unknown how the blockage was diagnosed. Treatment included the placement of a second cypher stent in an unknown vessel. It is unknown what artery the new blockage was diagnosed in. No additional information is available.

Manufacturer narrative:
The exact event date is unknown however it was reported that the event occurred in (B)(6) 2005. As reported from the medical affairs, the wife of a patient reported that on (B)(6) 2005, the patient had a cypher stent placed in the "om" artery. Patient¿s medical history is significant for nkda, denies alcohol usage, smokes cigarettes, cad, pada. Approximately five months later the patient experienced "another blockage", in an unknown coronary vessel. It was unknown how the blockage was diagnosed. Treatment included the placement of a second cypher stent in an unknown vessel. It is unknown what artery the new blockage was diagnosed in. No additional information is available. There is no sterile lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.